Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and would like to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose in the morning was 368 mg/dl and was 285 mg/dl at time of incident and was 229 mg/dl at the time of the call. Troubleshooting found that drive support cap was normal but sometimes air bubbles are present. Customer stated that they recently changed their basal settings with their doctor. Customer was advised to follow up with doctor regarding the high blood glucose and possible site issues and to change out entire set.